Manufacturer narrative:
The investigation is on-going. A follow up report will be issued once the investigation is complete.

Event description:
It was reported on (B)(6) 2018 at 6 pm a patient monitored by the delta xl was found by a doctor to be dead. Subsequently the patient was reanimated. A week later, on (B)(6) 2018, he died. The patient had a pacemaker. According to customer site (doctors, nursing, biomedical department) no statement was made if the death of the patient is related to the event on (B)(6) 2018.

Manufacturer narrative:
After several attempts to get the necessary investigation information (including any allegation of a draeger device malfunction), the customer stated that there was no more information available. Based on the description of the event, there was no allegation of a draeger device malfunction.

Event description:
It was reported on (B)(6) 2018 at 6 pm a patient monitored by the delta xl was found by a doctor to be dead. Subsequently the patient was reanimated. A week later, on (B)(6) 2018, he died. The patient had a pacemaker. According to customer site (doctors, nursing, biomedical department) no statement was made if the death of the patient is related to the event on (B)(6) 2018.